Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lower anterior resection/double stapling. According to the reporter: upon firing, stapling and cutting could not be done. The device could not be removed. An additional resection of tissue was required. Re-anastomosis was done. Another device was used to finish the procedure. No bleeding occurred. Nothing fell into the pt cavity. Operative time was extended more than 30 mins.